Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced history anomaly. The customer's blood glucose value was 100 mg/dl. The customer reported the pump error did not occur during the rewind/load reservoir/fill tubing process. The customer stated that the bolus amount was not recorded in the daily history. The product was returned for analysis.